Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead system exhibited high, out of range, pacing lead impedance measurement of greater than 2,000 ohms. Additional information was received indicating that the device was programmed to vvir. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.